Event description:
I received a next gen knee replacement on my right knee on (B)(6) 2016. I had my one year appt and my dr told me the pain I was experiencing was normal and would subside. It did for about two months, then I noticed I was starting to have shin pain. After several other dr exams and x-rays, it was determined that was knee replacement was loose and needed to be replaced.